Event description:
The customer reported an uncontained pink fluid leak of approximately fifty (50) ml from the coulter lh 780 hematology analyzer while running patient samples. There were no differential results generated from the samples. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, glasses and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found disconnected tubing at the differential waste chamber vc13. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).